Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus premier ous mr 12 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 21.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion was located in the moderately tortuous and moderately calcified ostial left anterior descending artery. The lesion contained >45 and <90 bend. After a 0.014in non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x8mm non-bsc balloon. A 16 x 4.00mm promus premier drug-eluting stent was advanced but failed to cross the tight lesion which was somewhat fibrocalcific. Another 12x4mm promus premier drug-eluting stent but it was still unable to cross. The procedure was completed with a 4x9mm non-bsc device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube separation.